Event description:
A caregiver reported the customer's adc freestyle libre reader did not turn on my button or by the test strip. Additionally, the customer's insulin pump catheter became dislodged and the customer developed symptoms of vomiting and weakness. On (B)(6) 2019, emergency services were called and the customer was taken to ICU and a blood glucose of 37 mmol/l was obtained. The customer was diagnosed with dka and treated with 500 ml of calcium and sodium. The customer's blood sugar decreased to 26 mmol/l and then 10.6 mmo/l after hcp treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader has been returned and investigated. Preformed visual inspection on the returned reader; no issues were observed. The reader powered on with the home. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
A caregiver reported the customer's adc freestyle libre reader did not turn on my button or by the test strip. Additionally, the customer's insulin pump catheter became dislodged and the customer developed symptoms of vomiting and weakness. On (B)(6) 2019, emergency services were called and the customer was taken to ICU and a blood glucose of 37 mmol/l was obtained. The customer was diagnosed with dka and treated with 500 ml of calcium and sodium. The customer's blood sugar decreased to 26 mmol/l and then 10.6 mmo/l after hcp treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. Investigation results were not added in the initial report and has been updated. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer's adc freestyle libre reader did not turn on my button or by the test strip. Additionally, the customer's insulin pump catheter became dislodged and the customer developed symptoms of vomiting and weakness. On (B)(6) 2019, emergency services were called and the customer was taken to ICU and a blood glucose of 37 mmol/l was obtained. The customer was diagnosed with dka and treated with 500 ml of calcium and sodium. The customer's blood sugar decreased to 26 mmol/l and then 10.6 mmo/l after hcp treatment. There was no report of death or permanent injury associated with this event.